Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tip of the bovie pencil caught fire size of birthday candle flame. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned products met specification as received. Visual inspection of the device showed no defects. The reported condition was not confirmed. Visual inspection found no defects. The electrode was attached to each of the returned pencils and activated at 60w. No flame or abnormal effects was noted. No defects were detected with the device. The investigation found the devices to function normally. The IFU warns: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery, the tip of the bovie pencil caught fire size of birthday candle flame. The flame disappeared on its own after a few seconds. The affected cautery pencil was passed off the sterile field right away, and a new product was used throughout surgery with no issues with the same generator. No patient injury.